Event description:
It was reported that during an x-ray the right atrial (ra) lead had dislodged. Several months later it was further reported that the ra lead exhibited high thresholds with bipolar sensing not available. The ra lead was reprogrammed. During a hospital visit the implantable pulse generator (ipg) was interrogated and it was noted that the ra lead exhibited no capture, undersensing, oversensing of far field r waves, intermittent capture and intermittent sensing. Later that day the patient experienced bradycardia. The ra lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.